Manufacturer narrative:
Unit received with broken reservoir tube lip and missing reservoir tube o-ring. Unit passed the prime/a33 test, rewind test and excessive no delivery test. Unable to verify prime/fill anomaly and perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they changes infusion set and fills the tube it squirts out and they was not able to finish the process when pressing act. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.